Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Instruments are not locking correctly.

Manufacturer narrative:
The complaint states instruments are not locking correctly. The investigation team were unable to confirm the complaint as all three returned products suitable fitted with an im rod and a slide tube held in the r&d office. Given the multiple potential causes of this complaint, the root cause is undetermined. No further work required a complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint states instruments are not locking correctly. The investigation team were unable to confirm the complaint as all three returned products suitable fitted with an im rod and a slide tube held in the r&d office. Given the multiple potential causes of this complaint, the root cause is undetermined. No further work required a complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.